Event description:
It was reported that the buttons were sticking on the zimmer air dermatome ii. Add'l clinical f/u with the hosp indicated that the dermatome started to run as the nitrogen connection was made and the pressure was being increased. It was reported that the device was not in use on the pt at the time and the "safety" switch was verified as being in the "on" when the device began to operate. There was no info regarding whether the device was stationary on the sterile field or if under the control of a member of the surgical team at the time the reported event occurred. The device was reported to have been turned off immediately, by turning off the nitrogen source. There was no report of pt or user injury. An alternate model of dermatome was available on site. However, the customer indicated the use of the alternate device added ten minutes to the procedure time in order to obtain, set-up, and replace the style of the dermatome blade.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/02/2012 and has no previous repair history. Prior to repair the device was outside of calibration specs at the zero, .004, .012 and .024 thickness settings on the right side. The unit was also out of side to side calibration at the zero, .004, .012 and .024 settings. During repair it was noted that the poppet assembly of the device was rough on the inside causing the poppet to stick when pushed down. Damage to the poppet assembly and lack of calibration most likely caused the customer's event to occur. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.